Event description:
The customer reported via phone call that they have had no delivery alarms for the past few days. The customer stated they have changed their sites, but the alarm persisted. Troubleshooting did not occur because, the customer resolved the alarm with a complete set change. Customer's blood glucose was 200 mg/dl at the time of the call. Customer reported the alarm occurred again the previous night, preventing them from receiving insulin. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.